Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device breakage ("device breakage"), genital haemorrhage ("abnormal bleeding (general)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and urinary tract infection ("infection urinary tract") in a female patient who had essure (batch no. A73761) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "not underwent essure confirmation test". The patient's past medical history included multi gravida, parity 4 ((B)(6) 2009, (B)(6) 2010, (B)(6) 2012, (B)(6) 2013), asthma, allergic bronchitis, pneumonia, heart murmur, colitis, anemia, miscarriage, thrombosis nos, placental disorder nos, preterm labor, tachycardia and headache. Previously administered products included for birth control: iud nos. Concurrent conditions included overweight. Concomitant products included anovlar (loestrin), estradiol, medroxyprogesterone acetate (depo-provera) and norethisterone (micronor) since (B)(6) 2012. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes"), cystitis ("infection bladder"), urinary tract infection (seriousness criterion medically significant), vaginal infection ("infection vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin condition"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight fluctuation ("weight gain / loss"), abdominal distension ("bloating / swelling in my stomach"), constipation ("constipation"), alopecia ("hair loss"), nervous system disorder ("neurological conditions or problems"), abdominal pain ("abdominal pain"), back pain ("back pain") and sleep disorder ("sleep"). The patient was treated with surgery ((B)(6) 2014/(B)(6) 2014 (unilateral salpingo-oophorectomy/hysterectomy-unilateral salpingo-oophorectomy)), surgery, surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, hormone level abnormal, headache, abdominal distension, abdominal pain and back pain had resolved, the device breakage, genital haemorrhage, menorrhagia, cystitis, vaginal infection, female sexual dysfunction, rash, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight fluctuation, constipation, alopecia and nervous system disorder outcome was unknown and the urinary tract infection, nausea and sleep disorder was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, bladder disorder, constipation, cystitis, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, rash, sleep disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs was received. Previously reported severe physical injuries/injured was clarified as hormonal changes, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), infection bladder, infection urinary tract, infection vaginal, apareunia, rashes, bladder disorder, urinary problems, migraines, headaches, nausea, device breakage, dysmenorrhea, dyspareunia, fatigue, weight gain/loss, bloating, constipation, hair loss, neurological conditions or problems, vaginal discharge, abdominal pain, pelvic pain, back pain, sleep, not underwent essure confirmation test. Essure lot number a73761 and removal dates added; historical condition, concomitant drugs provided. Essure legal manufacturer has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device breakage ("device breakage"), genital haemorrhage ("abnormal bleeding (general)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure (batch no. A73751x2-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "not underwent essure confirmation test". The patient's past medical history included multi gravida, parity 4 ((B)(6) 2009, (B)(6) 2010, (B)(6) 2012, (B)(6) 2013), asthma, allergic bronchitis, pneumonia, heart murmur, colitis, anemia, miscarriage, thrombosis nos, abruptio placentae, preterm labor, tachycardia, headache, pap smear abnormal, c-section, dysfunctional uterine bleeding, d & c, anemia, endometriosis and ovarian cyst. Previously administered products included for birth control: iud nos; for an unreported indication: paxil, prenatal vitamin, dextroamphetamine, vitamin b12, amytriptyline, aldactazide, adderall, tramadol and vitamin b6. Concurrent conditions included overweight, endometriosis, adhesion and vomiting. Concomitant products included anovlar (loestrin), clonazepam (klonopin), estradiol, medroxyprogesterone acetate (depo-provera), norethisterone (micronor) since (B)(6) 2012 and obetrol (adderall). In 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes"), cystitis ("infection bladder"), urinary tract infection ("infection urinary tract"), vaginal infection ("infection vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin condition"), bladder disorder ("bladder or urinary problems or changes or freqency"), urinary tract disorder ("bladder or urinary problems or changes or freqency"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight fluctuation ("weight gain / loss"), abdominal distension ("bloating / swelling in my stomach"), constipation ("gastrointestinal or digestive system condition: constipation"), alopecia ("hair loss"), nervous system disorder ("neurological conditions or problems"), abdominal pain ("abdominal pain"), back pain ("back pain"), sleep disorder ("sleep"), amnesia ("memory loss"), vaginal haemorrhage ("abnormal bleeding vaginal"), blister ("rahes on skin condition-type: blisters on fingers"), dysuria ("burning while urination"), groin pain ("right groin pain that shoots down leg") and pain in extremity ("right groin pain that shoots down leg"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, right oopherectomy), surgery (hysterectomy with bilateral salpingectomy, right oopherectomy), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, hormone level abnormal, headache, abdominal distension, abdominal pain and back pain had resolved, the device breakage, genital haemorrhage, menorrhagia, cystitis, vaginal infection, female sexual dysfunction, rash, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight fluctuation, constipation, alopecia, nervous system disorder, amnesia, vaginal haemorrhage, blister, groin pain and pain in extremity outcome was unknown and the urinary tract infection, nausea and sleep disorder was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, back pain, bladder disorder, blister, constipation, cystitis, device breakage, dysmenorrhoea, dyspareunia, dysuria, fatigue, female sexual dysfunction, genital haemorrhage, groin pain, headache, hormone level abnormal, menorrhagia, migraine, nausea, nervous system disorder, pain in extremity, pelvic pain, rash, sleep disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: the tube was removed. There was essure still in the uterus which was grasped with graspers and 2 pieces of the outer spring and the inner wire were both removed. There was no active bleeding from the cornual area, and the essure had been entirely removed as well as the right tube and ovary. The left tube was inspected. There was a bulge in the tube, this was proximally. The tube was transacted with the ligasure and then the mesosalpinx was transected past the essure in the cornual area. There was no sign of essure left in the cornual area. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. (B)(6) 2013, procedure: essure. Description of procedure: the ostium could be seen on both sides. The essure was placed on the right side with 1 coil seen. It was placed on the left side, but the coil did not release properly and doubled back on itself. Another essure was placed without difficulty with 1 coil seen. At the end of the procedure, there was no excessive bleeding. On an unspecified date, an ultrasound shows the right ovary has been removed. On(B)(6) 2013, surgical pathology report, diagnosis: placenta: singleton preterm placenta with accessory lobe. Marked congestion. Focal fibrin deposition. Umbilical cord: unremarkable tri-vascular cord. Peripheral membranes: no pathologic diagnosis. Microscopic description: sections of umbilical cord show unremarkable blood vessels and stroma. Sections of peripheral membranes show intact amniotic epithelium. Sub-amniotic stroma shows few stellate fibroblasts. Sections of placental disc show age appropriate maturation in chronic villi. (B)(6) 2014 surgical pathology report, diagnosis: cervix: focal mild cervicitis. Endometrium: secretory phase changes with focal absence (s/p ablation). Myometrium: superficial area of hyalinized collagenous tissue and mild inflammation (s/p ablation). Left fallopian tube: adhesions. Left ovary: corpus luteum. Microscopic description: sections of cervix show very mild inflammation zone. Endometrium was mostly absent from the main endometrial cavity. Myometrium in this region is lined by hyalinized collagenous tissue containing two inflammatory cells. Cornua dos show well preserved endometrial tissue in early secretory phase. Superficial myometrium shows mild inflammation and hyalinized collagenous tissue as described. Ovary shows multiple follicular cysts and a corpus luteum. (B)(6) 2014 surgical pathology report: tissue(s} submitted: uterus, left tube and ovary. Microscopic diagnosis: left fallopian tube: adhesions. Left ovary; corpus luteum. Current weight: 160lbs. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2018: plaintiff fact sheet received. Other relevant history updated. Essure lot number was updated. Clubbed with previously added event. Events: vaginal haemorrhage, blister, dysuria, groin pain, pain in extremity were newly added. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device breakage ("device breakage"), genital haemorrhage ("abnormal bleeding (general)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure (batch no. A73751x2-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "not underwent essure confirmation test". The patient's medical history included multi gravida, parity 4 (B)(6) 2009, (B)(6) 2010, (B)(6) 2012, (B)(6) 2013), asthma, allergic bronchitis, pneumonia, heart murmur, colitis, anemia, miscarriage, thrombosis nos, abruptio placentae, preterm labor, tachycardia, headache, pap smear abnormal, c-section, dysfunctional uterine bleeding, d & c, anemia, endometriosis and ovarian cyst. Previously administered products included for birth control: iud nos; for an unreported indication: paxil, prenatal vitamin, dextroamphetamine, vitamin b12, amytriptyline, aldactazide, adderall, tramadol and vitamin b6. Concurrent conditions included overweight, endometriosis, adhesion and vomiting. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), clonazepam (klonopin), estradiol, ethinylestradiol;norethisterone acetate (loestrin), medroxyprogesterone acetate (depo-provera) and norethisterone (micronor) since (B)(6) 2012. In 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), cystitis ("infection bladder"), urinary tract infection ("infection urinary tract"), vaginal infection ("infection vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin condition"), bladder disorder ("bladder or urinary problems or changes or freqency"), urinary tract disorder ("bladder or urinary problems or changes or freqency"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight fluctuation ("weight gain / loss"), abdominal distension ("bloating / swelling in my stomach"), constipation ("gastrointestinal or digestive system condition: constipation"), alopecia ("hair loss"), nervous system disorder ("neurological conditions or problems"), abdominal pain ("abdominal pain"), back pain ("back pain"), sleep disorder ("sleep"), amnesia ("memory loss"), vaginal haemorrhage ("abnormal bleeding vaginal"), blister (" blisters on fingers"), dysuria ("burning while urination"), groin pain ("right groin pain that shoots down leg") and pain in extremity ("right groin pain that shoots down leg") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy, right oopherectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, hormone level abnormal, headache, abdominal distension, abdominal pain and back pain had resolved, the device breakage, genital haemorrhage, menorrhagia, cystitis, vaginal infection, female sexual dysfunction, rash, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight fluctuation, constipation, alopecia, nervous system disorder, amnesia, vaginal haemorrhage, blister, dysuria, groin pain and pain in extremity outcome was unknown and the urinary tract infection, nausea and sleep disorder was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, back pain, bladder disorder, blister, constipation, cystitis, device breakage, dysmenorrhoea, dyspareunia, dysuria, fatigue, female sexual dysfunction, genital haemorrhage, groin pain, headache, hormone level abnormal, menorrhagia, migraine, nausea, nervous system disorder, pain in extremity, pelvic pain, rash, sleep disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: the tube was removed. There was essure still in the uterus which was grasped with graspers and 2 pieces of the outer spring and the inner wire were both removed. There was no active bleeding from the cornual area, and the essure had been entirely removed as well as the right tube and ovary. The left tube was inspected. There was a bulge in the tube, this was proximally. The tube was transacted with the ligasure and then the mesosalpinx was transected past the essure in the cornual area. There was no sign of essure left in the cornual area. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. (B)(6) 2013, procedure: essure. Description of procedure: the ostium could be seen on both sides. The essure was placed on the right side with 1 coil seen. It was placed on the left side, but the coil did not release properly and doubled back on itself. Another essure was placed without difficulty with 1 coil seen. At the end of the procedure, there was no excessive bleeding. On an unspecified date, an ultrasound shows the right ovary has been removed. On (B)(6) 2013, surgical pathology report, diagnosis: placenta: singleton preterm placenta with accessory lobe. Marked congestion. Focal fibrin deposition. Umbilical cord: unremarkable tri-vascular cord. Peripheral membranes: no pathologic diagnosis. Microscopic description: sections of umbilical cord show unremarkable blood vessels and stroma. Sections of peripheral membranes show intact amniotic epithelium. Sub-amniotic stroma shows few stellate fibroblasts. Sections of placental disc show age appropriate maturation in chronic villi. (B)(6) 2014 surgical pathology report, diagnosis: cervix: focal mild cervicitis. Endometrium: secretory phase changes with focal absence (s/p ablation). Myometrium: superficial area of hyalinized collagenous tissue and mild inflammation (s/p ablation). Left fallopian tube: adhesions. Left ovary: corpus luteum. Microscopic description: sections of cervix show very mild inflammation zone. Endometrium was mostly absent from the main endometrial cavity. Myometrium in this region is lined by hyalinized collagenous tissue containing two inflammatory cells. Cornua dos show well preserved endometrial tissue in early secretory phase. Superficial myometrium shows mild inflammation and hyalinized collagenous tissue as described. Ovary shows multiple follicular cysts and a corpus luteum. (B)(6) 2014 surgical pathology report: tissue(s} submitted: uterus, left tube and ovary. Microscopic diagnosis: left fallopian tube: adhesions. Left ovary; corpus luteum. Current weight: 160lbs concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-may-2019: the case (B)(4) was identified as a follow up of this case. Therefore, the case (B)(4) was deleted from argus database. New reporter's added. Essure insertion date was updated to (B)(6) 2013 incident no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device breakage ("device breakage"), genital haemorrhage ("abnormal bleeding (general)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure (batch no. A73761-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "not underwent essure confirmation test". The patient's past medical history included multi gravida, parity 4 ((B)(6) 2009, (B)(6) 2010, (B)(6) 2012, (B)(6) 2013), asthma, allergic bronchitis, pneumonia, heart murmur, colitis, anemia, miscarriage, thrombosis nos, abruptio placentae, preterm labor, tachycardia, headache, pap smear abnormal, c-section, dysfunctional uterine bleeding, d & c and anemia. Previously administered products included for birth control: iud nos; for an unreported indication: paxil, prenatal vitamin, dextroamphetamine, vitamin b12, amytriptyline, aldactazide, adderall, tramadol and vitamin b6. Concurrent conditions included overweight, endometriosis, adhesion and vomiting. Concomitant products included anovlar (loestrin), clonazepam (klonopin), estradiol, medroxyprogesterone acetate (depo-provera), norethisterone (micronor) since (B)(6) 2012 and obetrol (adderall). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes"), cystitis ("infection bladder"), urinary tract infection ("infection urinary tract"), vaginal infection ("infection vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin condition"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight fluctuation ("weight gain / loss"), abdominal distension ("bloating / swelling in my stomach"), constipation ("constipation"), alopecia ("hair loss"), nervous system disorder ("neurological conditions or problems"), abdominal pain ("abdominal pain"), back pain ("back pain"), sleep disorder ("sleep") and amnesia ("memory loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, right oophorectomy) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, hormone level abnormal, headache, abdominal distension, abdominal pain and back pain had resolved, the device breakage, genital haemorrhage, menorrhagia, cystitis, vaginal infection, female sexual dysfunction, rash, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight fluctuation, constipation, alopecia, nervous system disorder and amnesia outcome was unknown and the urinary tract infection, nausea and sleep disorder was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, back pain, bladder disorder, constipation, cystitis, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, rash, sleep disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight fluctuation to be related to essure. The reporter commented: the tube was removed. There was essure still in the uterus which was grasped with graspers and 2 pieces of the outer spring and the inner wire were both removed. There was no active bleeding from the cornual area, and the essure had been entirely removed as well as the right tube and ovary. The left tube was inspected. There was a bulge in the tube, this was proximally. The tube was transacted with the ligasure and then the mesosalpinx was transected past the essure in the cornual area. There was no sign of essure left in the cornual area. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. On (B)(6) 2013, procedure: essure. Description of procedure: the ostium could be seen on both sides. The essure was placed on the right side with 1 coil seen. It was placed on the left side, but the coil did not release properly and doubled back on itself. Another essure was placed without difficulty with 1 coil seen. At the end of the procedure, there was no excessive bleeding. On an unspecified date, an ultrasound shows the right ovary has been removed. On (B)(6) 2013, surgical pathology report, diagnosis: placenta: singleton preterm placenta with accessory lobe. Marked congestion. Focal fibrin deposition. Umbilical cord: unremarkable tri-vascular cord. Peripheral membranes: no pathologic diagnosis. Microscopic description: sections of umbilical cord show unremarkable blood vessels and stroma. Sections of peripheral membranes show intact amniotic epithelium. Sub-amniotic stroma shows few stellate fibroblasts. Sections of placental disc show age appropriate maturation in chronic villi. On (B)(6) 2014 surgical pathology report, diagnosis: cervix: focal mild cervicitis. Endometrium: secretory phase changes with focal absence (s/p ablation). Myometrium: superficial area of hyalinized collagenous tissue and mild inflammation (s/p ablation). Left fallopian tube: adhesions. Left ovary: corpus luteum. Microscopic description: sections of cervix show very mild inflammation zone. Endometrium was mostly absent from the main endometrial cavity. Myometrium in this region is lined by hyalinized collagenous tissue containing two inflammatory cells. Cornua dos show well preserved endometrial tissue in early secretory phase. Superficial myometrium shows mild inflammation and hyalinized collagenous tissue as described. Ovary shows multiple follicular cysts and a corpus luteum. On (B)(6) 2014 surgical pathology report: tissue(s} submitted: uterus, left tube and ovary. Microscopic diagnosis: left fallopian tube: adhesions. Left ovary; corpus luteum. Current weight: 160lbs. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: quality safety evaluation of product technical complaint (reported batch information is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device breakage ("device breakage"), genital haemorrhage ("abnormal bleeding (general)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure (batch no. A73761) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "not underwent essure confirmation test". The patient's past medical history included multi gravida, parity 4 ((B)(6) 2009, (B)(6) 2010, (B)(6) 2012, (B)(6) 2013), asthma, allergic bronchitis, pneumonia, heart murmur, colitis, anemia, miscarriage, thrombosis nos, abruptio placentae, preterm labor, tachycardia, headache, pap smear abnormal, c-section, dysfunctional uterine bleeding, d & c and anemia. Previously administered products included for birth control: iud nos; for an unreported indication: paxil, prenatal vitamin, dextroamphetamine, vitamin b12, amytriptyline, aldactazide, adderall, tramadol and vitamin b6. Concurrent conditions included overweight, endometriosis, adhesion and vomiting. Concomitant products included anovlar (loestrin), clonazepam (klonopin), estradiol, medroxyprogesterone acetate (depo-provera), norethisterone (micronor) since (B)(6) 2012 and obetrol (adderall). In 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes"), cystitis ("infection bladder"), urinary tract infection ("infection urinary tract"), vaginal infection ("infection vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin condition"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight fluctuation ("weight gain / loss"), abdominal distension ("bloating / swelling in my stomach"), constipation ("constipation"), alopecia ("hair loss"), nervous system disorder ("neurological conditions or problems"), abdominal pain ("abdominal pain"), back pain ("back pain"), sleep disorder ("sleep") and amnesia ("memory loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, right "oopherectomy"), surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, hormone level abnormal, headache, abdominal distension, abdominal pain and back pain had resolved, the device breakage, genital haemorrhage, menorrhagia, cystitis, vaginal infection, female sexual dysfunction, rash, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight fluctuation, constipation, alopecia, nervous system disorder and amnesia outcome was unknown and the urinary tract infection, nausea and sleep disorder was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, back pain, bladder disorder, constipation, cystitis, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, rash, sleep disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight fluctuation to be related to essure. The reporter commented: the tube was removed. There was essure still in the uterus which was grasped with graspers and 2 pieces of the outer spring and the inner wire were both removed. There was no active bleeding from the cornual area, and the essure had been entirely removed as well as the right tube and ovary. The left tube was inspected. There was a bulge in the tube, this was proximally. The tube was transacted with the ligasure and then the mesosalpinx was transected past the essure in the cornual area. There was no sign of essure left in the cornual area. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. (B)(6) 2013, procedure: essure. Description of procedure: the ostium could be seen on both sides. The essure was placed on the right side with 1 coil seen. It was placed on the left side, but the coil did not release properly and doubled back on itself. Another essure was placed without difficulty with 1 coil seen. At the end of the procedure, there was no excessive bleeding. On an unspecified date, an ultrasound shows the right ovary has been removed. On (B)(6) 2013, surgical pathology report, diagnosis: placenta: singleton preterm placenta with accessory lobe. Marked congestion. Focal fibrin deposition. Umbilical cord: unremarkable tri-vascular cord. Peripheral membranes: no pathologic diagnosis. Microscopic description: sections of umbilical cord show unremarkable blood vessels and stroma. Sections of peripheral membranes show intact amniotic epithelium. Sub-amniotic stroma shows few stellate fibroblasts. Sections of placental disc show age appropriate maturation in chronic villi. (B)(6) 2014 surgical pathology report, diagnosis: cervix: focal mild cervicitis. Endometrium: secretory phase changes with focal absence (s/p ablation). Myometrium: superficial area of hyalinized collagenous tissue and mild inflammation (s/p ablation). Left fallopian tube: adhesions. Left ovary: corpus luteum. Microscopic description: sections of cervix show very mild inflammation zone. Endometrium was mostly absent from the main endometrial cavity. Myometrium in this region is lined by hyalinized collagenous tissue containing two inflammatory cells. Cornua dos show well preserved endometrial tissue in early secretory phase. Superficial myometrium shows mild inflammation and hyalinized collagenous tissue as described. Ovary shows multiple follicular cysts and a corpus luteum. (B)(6) 2014 surgical pathology report: tissue(s} submitted: uterus, left tube and ovary. Microscopic diagnosis: left fallopian tube: adhesions. Left ovary; corpus luteum. Current weight: 160lbs. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 30-may-2018: plaintiff fact sheet and medical record received: reporters, historical drugs, concomitant disease and medications and events ( memory loss) were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device breakage ('device breakage'), genital haemorrhage ('abnormal bleeding (general)') and heavy menstrual bleeding ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. A73761(inv), a73751) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "not underwent essure confirmation test". The patient's medical history included multi gravida, parity 4 ((B)(6) 2009, (B)(6) 2010, (B)(6) 2012, (B)(6) 2013), asthma, allergic bronchitis, pneumonia, heart murmur, colitis, anemia, miscarriage, thrombosis nos, abruptio placentae, preterm labor, tachycardia, headache, pap smear abnormal, c-section, dysfunctional uterine bleeding, d & c, anemia, endometriosis and ovarian cyst. Previously administered products included for birth control: iud nos; for an unreported indication: paxil, prenatal vitamin, dextroamphetamine, vitamin b12, amytriptyline, aldactazide, adderall, tramadol and vitamin b6. Concurrent conditions included overweight, endometriosis, adhesion and vomiting. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), clonazepam (klonopin), estradiol, ethinylestradiol;norethisterone acetate (loestrin), medroxyprogesterone acetate (depo-provera) and norethisterone (micronor) since (B)(6) 2012. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding vaginal") and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), cystitis ("infection bladder"), urinary tract infection ("infection urinary tract"), vaginal infection ("infection vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin condition"), bladder disorder ("bladder or urinary problems or changes or freqency"), urinary tract disorder ("bladder or urinary problems or changes or freqency"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), weight fluctuation ("weight gain / loss"), abdominal distension ("bloating / swelling in my stomach"), constipation ("gastrointestinal or digestive system condition: constipation"), alopecia ("hair loss"), nervous system disorder ("neurological conditions or problems"), abdominal pain ("abdominal pain"), back pain ("back pain"), sleep disorder ("sleep"), amnesia ("memory loss"), blister (" blisters on fingers"), dysuria ("burning while urination"), groin pain ("right groin pain that shoots down leg") and pain in extremity ("right groin pain that shoots down leg") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy, right oopherectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, hormone level abnormal, headache, abdominal distension, abdominal pain and back pain had resolved, the device breakage, genital haemorrhage, heavy menstrual bleeding, cystitis, vaginal infection, female sexual dysfunction, rash, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight fluctuation, constipation, alopecia, nervous system disorder, amnesia, vaginal haemorrhage, blister, dysuria, groin pain, pain in extremity and vulvovaginal pain outcome was unknown and the urinary tract infection, nausea and sleep disorder was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, back pain, bladder disorder, blister, constipation, cystitis, device breakage, dysmenorrhoea, dyspareunia, dysuria, fatigue, female sexual dysfunction, genital haemorrhage, groin pain, headache, heavy menstrual bleeding, hormone level abnormal, migraine, nausea, nervous system disorder, pain in extremity, pelvic pain, rash, sleep disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight fluctuation to be related to essure. The reporter commented: the tube was removed. There was essure still in the uterus which was grasped with graspers and 2 pieces of the outer spring and the inner wire were both removed. There was no active bleeding from the cornual area, and the essure had been entirely removed as well as the right tube and ovary. The left tube was inspected. There was a bulge in the tube, this was proximally. The tube was transacted with the ligasure and then the mesosalpinx was transected past the essure in the cornual area. There was no sign of essure left in the cornual area. Discrepancy noted in essure insertion and removal date: (B)(6) 2013 and (B)(6) 2014, (B)(6) 2013. 1 trailing coil on both the sides. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Pregnancy test - on (B)(6) 2014: negative. Ultrasound scan - on (B)(6) 2014: fluid in the endometrium, dysfunctional uterine bleeding, dyspareunia, right. Lower quadrant pain, right ovarian cyst. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain, dyspareunia. Lot number a73761 is not valid. Lot number: a73751, manufacture date: 2012-11, expiration date: 2015-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 14-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device breakage ('device breakage'), genital haemorrhage ('abnormal bleeding (general)') and heavy menstrual bleeding ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. A73751(inv); a73761(inv)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "not underwent essure confirmation test". The patient's medical history included multi gravida, parity 4 ((B)(6) 2009, (B)(6) 2010, (B)(6) 2012, (B)(6) 2013), asthma, allergic bronchitis, pneumonia, heart murmur, colitis, anemia, miscarriage, thrombosis nos, abruptio placentae, preterm labor, tachycardia, headache, pap smear abnormal, c-section, dysfunctional uterine bleeding, d & c, anemia, endometriosis and ovarian cyst. Previously administered products included for birth control: iud nos; for an unreported indication: paxil, prenatal vitamin, dextroamphetamine, vitamin b12, amytriptyline, aldactazide, adderall, tramadol and vitamin b6. Concurrent conditions included overweight, endometriosis, adhesion and vomiting. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), clonazepam (klonopin), estradiol, ethinylestradiol;norethisterone acetate (loestrin), medroxyprogesterone acetate (depo-provera) and norethisterone (micronor) since (B)(6) 2012. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding vaginal") and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), cystitis ("infection bladder"), urinary tract infection ("infection urinary tract"), vaginal infection ("infection vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin condition"), bladder disorder ("bladder or urinary problems or changes or freqency"), urinary tract disorder ("bladder or urinary problems or changes or freqency"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), weight fluctuation ("weight gain / loss"), abdominal distension ("bloating / swelling in my stomach"), constipation ("gastrointestinal or digestive system condition: constipation"), alopecia ("hair loss"), nervous system disorder ("neurological conditions or problems"), abdominal pain ("abdominal pain"), back pain ("back pain"), sleep disorder ("sleep"), amnesia ("memory loss"), blister (" blisters on fingers"), dysuria ("burning while urination"), groin pain ("right groin pain that shoots down leg") and pain in extremity ("right groin pain that shoots down leg") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy, right oopherectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, hormone level abnormal, headache, abdominal distension, abdominal pain and back pain had resolved, the device breakage, genital haemorrhage, heavy menstrual bleeding, cystitis, vaginal infection, female sexual dysfunction, rash, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight fluctuation, constipation, alopecia, nervous system disorder, amnesia, vaginal haemorrhage, blister, dysuria, groin pain, pain in extremity and vulvovaginal pain outcome was unknown and the urinary tract infection, nausea and sleep disorder was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, back pain, bladder disorder, blister, constipation, cystitis, device breakage, dysmenorrhoea, dyspareunia, dysuria, fatigue, female sexual dysfunction, genital haemorrhage, groin pain, headache, heavy menstrual bleeding, hormone level abnormal, migraine, nausea, nervous system disorder, pain in extremity, pelvic pain, rash, sleep disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight fluctuation to be related to essure. The reporter commented: the tube was removed. There was essure still in the uterus which was grasped with graspers and 2 pieces of the outer spring and the inner wire were both removed. There was no active bleeding from the cornual area, and the essure had been entirely removed as well as the right tube and ovary. The left tube was inspected. There was a bulge in the tube, this was proximally. The tube was transacted with the ligasure and then the mesosalpinx was transected past the essure in the cornual area. There was no sign of essure left in the cornual area. Discrepancy noted in essure insertion and removal date (B)(6) 2013 and (B)(6) 2014, (B)(6) 2013. 1 trailing coil on both the sides. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Pregnancy test - on (B)(6) 2014: negative. Ultrasound scan - on (B)(6) 2014: fluid in the endometrium, dysfunctional uterine bleeding, dyspareunia, right lower quadrant pain, right ovarian cyst. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 28-apr-2021: pif received. Rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device breakage ('device breakage'), genital haemorrhage ('abnormal bleeding (general)') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. A73751(inv); a73761(inv)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "not underwent essure confirmation test". The patient's medical history included multi gravida, parity 4 (B)(6) 2009, (B)(6) 2010, (B)(6) 2012, (B)(6) 2013), asthma, allergic bronchitis, pneumonia, heart murmur, colitis, anemia, miscarriage, thrombosis nos, abruptio placentae, preterm labor, tachycardia, headache, pap smear abnormal, c-section, dysfunctional uterine bleeding, d & c, anemia, endometriosis and ovarian cyst. Previously administered products included for birth control: iud nos; for an unreported indication: paxil, prenatal vitamin, dextroamphetamine, vitamin b12, amytriptyline, aldactazide, adderall, tramadol and vitamin b6. Concurrent conditions included overweight, endometriosis, adhesion and vomiting. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), clonazepam (klonopin), estradiol, ethinylestradiol;norethisterone acetate (loestrin), medroxyprogesterone acetate (depo-provera) and norethisterone (micronor) since (B)(6) 2012. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding vaginal") and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), cystitis ("infection bladder"), urinary tract infection ("infection urinary tract"), vaginal infection ("infection vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin condition"), bladder disorder ("bladder or urinary problems or changes or freqency"), urinary tract disorder ("bladder or urinary problems or changes or freqency"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), weight fluctuation ("weight gain / loss"), abdominal distension ("bloating / swelling in my stomach"), constipation ("gastrointestinal or digestive system condition: constipation"), alopecia ("hair loss"), nervous system disorder ("neurological conditions or problems"), abdominal pain ("abdominal pain"), back pain ("back pain"), sleep disorder ("sleep"), amnesia ("memory loss"), blister (" blisters on fingers"), dysuria ("burning while urination"), groin pain ("right groin pain that shoots down leg") and pain in extremity ("right groin pain that shoots down leg") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy, right oopherectomy). Essure was removed on 16-jul-2014. At the time of the report, the pelvic pain, hormone level abnormal, headache, abdominal distension, abdominal pain and back pain had resolved, the device breakage, genital haemorrhage, menorrhagia, cystitis, vaginal infection, female sexual dysfunction, rash, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight fluctuation, constipation, alopecia, nervous system disorder, amnesia, vaginal haemorrhage, blister, dysuria, groin pain, pain in extremity and vulvovaginal pain outcome was unknown and the urinary tract infection, nausea and sleep disorder was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, back pain, bladder disorder, blister, constipation, cystitis, device breakage, dysmenorrhoea, dyspareunia, dysuria, fatigue, female sexual dysfunction, genital haemorrhage, groin pain, headache, hormone level abnormal, menorrhagia, migraine, nausea, nervous system disorder, pain in extremity, pelvic pain, rash, sleep disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight fluctuation to be related to essure. The reporter commented: the tube was removed. There was essure still in the uterus which was grasped with graspers and 2 pieces of the outer spring and the inner wire were both removed. There was no active bleeding from the cornual area, and the essure had been entirely removed as well as the right tube and ovary. The left tube was inspected. There was a bulge in the tube, this was proximally. The tube was transacted with the ligasure and then the mesosalpinx was transected past the essure in the cornual area. There was no sign of essure left in the cornual area. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Pregnancy test - on (B)(6) 2014: negative. Ultrasound scan - on (B)(6) 2014: fluid in the endometrium, dysfunctional uterine bleeding, dyspareunia, right lower quadrant pain, right ovarian cyst. (B)(6) 2013, procedure: essure. Description of procedure: the ostium could be seen on both sides. The essure was placed on the right side with 1 coil seen. It was placed on the left side, but the coil did not release properly and doubled back on itself. Another essure was placed without difficulty with 1 coil seen. At the end of the procedure, there was no excessive bleeding. On an unspecified date, an ultrasound shows the right ovary has been removed. On (B)(6) 2013, surgical pathology report, diagnosis: placenta: singleton preterm placenta with accessory lobe. Marked congestion. Focal fibrin deposition. Umbilical cord: unremarkable tri-vascular cord. Peripheral membranes: no pathologic diagnosis. Microscopic description: sections of umbilical cord show unremarkable blood vessels and stroma. Sections of peripheral membranes show intact amniotic epithelium. Sub-amniotic stroma shows few stellate fibroblasts. Sections of placental disc show age appropriate maturation in chronic villi. (B)(6) 2014 surgical pathology report, diagnosis: cervix: focal mild cervicitis. Endometrium: secretory phase changes with focal absence (s/p ablation). Myometrium: superficial area of hyalinized collagenous tissue and mild inflammation (s/p ablation). Left fallopian tube: adhesions. Left ovary: corpus luteum. Microscopic description: sections of cervix show very mild inflammation zone. Endometrium was mostly absent from the main endometrial cavity. Myometrium in this region is lined by hyalinized collagenous tissue containing two inflammatory cells. Cornua dos show well preserved endometrial tissue in early secretory phase. Superficial myometrium shows mild inflammation and hyalinized collagenous tissue as described. Ovary shows multiple follicular cysts and a corpus luteum. (B)(6) 2014 surgical pathology report: tissue(s} submitted: uterus, left tube and ovary. Microscopic diagnosis: left fallopian tube: adhesions. Left ovary; corpus luteum. Current weight: 160lbs concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2019: pfs and mr received: new events added: vaginal pain. Event onset date were added. Reporter information were updated. Lab data were added. On 23-sep-2019: amendment: lot number information updated incident: no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.